Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H10. Additional narrative: the actual device was returned for evaluation. A visual and functional assessment was performed on the device. The following steps failed: check for sticky triggers. Check function of device in ¿on¿ mode. Check power with power test bench. Check speed with tacho meter and power supply. During the service evaluation the following failures were identified: functional: sticky trigger. Functional: will not run. Conclusion: failure reported is confirmed. The assignable root cause was determined to be due to component failure from wear.

Event description:
It was reported that during service and evaluation, it was determined that the modular handpiece device had a sticky trigger. It was noted in the service order that the device had an undetermined malfunction. This event did not occur during surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed.